Event description:
Complanant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device displayed error message code "error 3" when powered up. The complainant indicated that there was no pt involvement in the reported failure.